Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(objective lens broken).

Manufacturer narrative:
We checked the returned unit and confirmed that the objective prism was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the objective prism. In addition, we confirmed that the side body cover leak, the insertion flexible tube (ift) worn out, and the us connector cable collapse; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.